Manufacturer narrative:
Initial reporter address: (B)(6). (B)(4). The complainant indicated that the device has been serviced on site and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on october 30, 2020 that an auriga xl 4007 laser console was used in a procedure performed on (B)(6) 2020. According to the complainant, during preparation, the touchscreen was not reacting anymore and a slight scratch on the screen was observed. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b5 has been updated based with additional information received on (B)(6), 2020 block h10: block e1: initial reporter address 1 (B)(6), block h6: problem code 3191 is being used to capture the reportable issue of aborted/cancelled procedure. Block h10: the complainant indicated that the device has been serviced on site and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6), 2020 that an auriga xl 4007 laser console was used in a procedure performed on (B)(6), 2020. According to the complainant, during preparation, the touchscreen was not reacting anymore and a slight scratch on the screen was observed. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. ** additional information received on (B)(6), 2020 ** according to the complainant, during preparation, prior to patient sedation, the touchscreen was not reacting anymore and a slight scratch on the screen was observed. The procedure was not completed due to this event.